Event description:
It was reported that the patient presented to the emergency room (ER) on 2013-(B)(6) with withdrawal symptoms. The pump was interrogated and it was discovered that the pump had been in off state since 2013-(B)(6); the pump had been programmed off and the password was entered. The reporter did not know why the pump was turned off or who turned it off. The device system delivered baclofen. It was later reported that a ¿battery change¿ (pump replacement) was performed on 2013-(B)(6). It was further reported that the patient had been spastic. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j0039985r, implanted: 2000-(B)(6), product type catheter. (B)(4).